Event description:
A report was received that the patient was experiencing difficulty charging his ipg. The patient will undergo a pocket revision procedure to reposition the pocket more flush to the skin.

Event description:
A report was received that the patient was experiencing difficulty charging his ipg. The patient will undergo a pocket revision procedure to reposition the pocket more flush to the skin.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding the difficulty charging ipg was not verified. In the lab, the ipg was charged 4.05 volts in two cycles from its hibernation despite the active stimulation setting. However, in the profile data, the charging difficulty was evident after implant. It was apparent that there was an alignment issue between the ipg and the charger.